Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated there was no helix damage, rather the guidewire had pierced through the lead insulation which caused exposure.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead was inserted and when the guide wire was introduced the helix became exposed. The lead was not used and was replaced. The patient was stable post procedure.